Event description:
During a vaginal hysterectomy procedure while using the pks superpulse generator and the open forceps, the pt received a burn. The hospital legal department advised not release any more info as to the location of the burn and to what degree due to the hippa. (See medwatch report # 2183689-2012-00044 for the forceps).

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further info from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.